Event description:
It was reported that during an in-clinic check, the device could not be interrogated. The device was found to be in backup operation mode. The device was restored to normal operation. There were no adverse health consequences, the patient was stable.